Event description:
It was reported that there was a problem with the programmer's touch pen stylus calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a problem with the programmer's touch pen stylus calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus pen was not tracking with the overlay screen and therefore the overlay bezel assembly was replaced and the stylus calibrated. Concomitant medical products: product ID 229047 software analyzer. (B)(4).